Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation. (B)(4).

Event description:
A customer reported that laser light leaked from a cable of the laser probe. A new laser probe was used. There was no injury to the patient or staff.

Manufacturer narrative:
With regard to this complaint, one 25 gauge directional laser probe with dorc connector was received for investigation. Visual inspection of the returned product revealed no anomalies. Functional testing confirmed that the internal fiber was broken. The outer jacket of the fiber, however, was intact and prevented laser light from emerging directly. Though all laser probes are tested on functionality prior being released for distribution, breaking of the internal fiber is a confirmed deficiency with this product type. Since the optical fiber is very fragile, laser probes should be handled with utmost care at all times to prevent damage. - attachment: [mir2020-002521 final report signed 1222074-2020-00045.pdf].

Event description:
A customer reported that laser light leaked from a cable of the laser probe. The new laser probe was used. There was no injury to the patient or staff.